Event description:
A 3.0mm diameter by 9mm length s670 over-the-wire stent delivery system was inserted to treat a 90% stenosis in the mid-right coronary artery. Prior to the deployment of the stent, the distal right coronary artery was reported to begin to "clot off", therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent delivery system was pulled into the guide catheter causing it to dislodge from the stent delivery balloon. The undeployed stent remained on the guide wire and was successfully retrieved with a snare. The target lesion was then treated with angioplasty balloon inflations. There was no report of injury to the pt and no additional clinical sequelae reported related to the event.